Event description:
The rptr stated that the company violates gmp. Products are taken home to be worked on. Also, there are no written procedures on how to assemble a device; drawings are used as a reference. The rptr was told that the company would not survive an FDA audit.